Event description:
Same case as MFR #s: 2134265-2012-01228, 2134265-2012-01229. It was reported that during a stenting treatment procedure, a vessel dissection occurred. Stent damage and thrombosis was identified. In (B)(6) 2012, the lesion being treated was located in the proximal to mid right coronary artery (rca). An unknown ivus catheter was unable to cross the lesion. Rotablator ablation (unknown manufacturer) with a 1.5mm burr and 1.75mm burr was performed. The lesion was predilated with a 2.5mm non-compliant balloon. A 3.0x32mm taxus element stent was implanted in the distal lesion. A 3.5x16mm taxus element stent was implanted in the proximal lesion. A dissection was noted proximally. A 3.5x12 taxus element stent was implanted in the proximal ostial lesion. The stents were post dilated with an unknown balloon to 18atm for 10 seconds. Medications given included: aspirin and clopidogrel. No patient complications were reported and the patient's status is recovered. Plavix was prescribed. No further patient complications were reported and the patient's status is good. In (B)(6) 2012, the patient presented with chest pain. A total occlusion from mid portion of the proximal rca was noted. Thrombectomy was performed; followed by balloon inflations with an unknown 3.0 and 3.5mm balloon. Blood flow was recovered. Angiography revealed deformation of the 3.5x12mm stent (identified by a shadow in the mid part of the stent). The physician reported the stent became shortened when he pushed the stent with guide catheter. Ivus was performed and procedure was completed. The physician felt that the thrombosis may be related to the stent. Also, there was no loading dose administered because bayaspirin and plavix had been taken for a long time. Eight days post the reintervention procedure, an occlusion was noted at the same portion, from mid part of proximal rca. Thrombectomy was performed; followed by balloon inflations with an unknown 3.0 and 3.5mm balloon. Blood flow was recovered. A vessel dissection was noted in the mid of the 3.5x12mm stent, where the shadow was noted during the earlier reintervention procedure, and also at the edge of 3.0x32mm stent. An unknown 3.5mm bare metal stent was implanted in the 3.5x12mm stent and an unknown 3.0mm bare metal stent was implanted in the 3.0x32mm stent. Medications given included: bayaspirin and plavix. A blood test was performed. Effectiveness of the medicines was recognized, but it seemed that plavix did not work well.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).